Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple stations were in disconnected mode and users were unable to log in; the issue affected several stations simultaneously, with cathlab1 specifically reported as stuck on the loading screen. The customer confirmed no network issues and planned to reboot the machines. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was initially offline, had not been rebooted for over 32 days, and was low on c: drive space. Remote access revealed repeated software update failures with rollback errors and the system becoming stuck at initializing device manager/peripherals. A field service engineer had hard drive replaced, the station was reimaged, configured, and required certificates installed. Although the curves package failed to install, it was not needed as the station successfully communicated and synced with the server. Final testing confirmed the application loaded normally, diagnostics and drawer tests passed, and remote access via remote support service was successful. The system functioned as intended after the field service engineer repaired the device.